Event description:
It was reported that the patient had experienced loosening of the tibial implant of their total ankle replacement and that the talar implant had subsided due to poor bone quality.

Manufacturer narrative:
Review of production records reveals no nonconformance's associated with the production of the component in question. Patient factors are unable to be ruled out as a contributor to the event. Lack of production abnormalities indicates there was no device defect leading to the need for revision.